Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, however the user guide instructs the patient to replace the battery cap every 3 to 6 months to maintain the battery contact.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: the pump has been intermittently losing power for the past 3-4 months and in the past few days has gotten worse, losing power daily. The reporter denies seeing any damage to cap or pump. The patient reportedly had blood glucose (bg) levels in 400's-500's mg/dl after one of the power losses, with moderate headache. The exact date of occurrence was unknown. After the patient realized the pump had powered off, the patient gave a correction bolus and bg came down. The patient was continuing to use the pump, but was advised by customer support to contact her health care professional for a backup plan and come off of pump. The battery cap has been in use for over 18 months and has never been replaced. The user guide instructs the patient to replace the battery cap every 3 to 6 months to maintain the battery contact and waterproof feature of the pump. This complaint is being reported as a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power complaint was observed in the pump history but was not duplicated during the investigation. No evidence of moisture was found in the pump. No damage to the power circuit or battery flex was observed. No damage found to the battery compartment or the returned battery cap. A visible inspection confirmed the internal battery was leaking. No power interruptions were duplicated when the pump was exercised on 29 hour flow accuracy test with the returned battery cap. Pump passed the test and was found to be delivering within the required specifications. The battery cap height was found to be within specifications, and the cap was able to be tightly secured to the pump. The battery cap width was out of specification. Unrelated to the complaint, the display screen has a pinkish contrast: inserted a test display screen, and display powers on with normal contrast.